Manufacturer narrative:
The last calibration was done on 30-nov-2020 and was acceptable. Qc on 01-dec-2020 was outside of 2sd. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer informed the customer not to lift tubes as the sensors may mistake them for bigger tubes. Performance testing was run and acceptable. The customer ran calibration and qc which was acceptable. This investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg test system results for one patient with the cobas 6000 e601 module. The initial result was 2.96 miu/ml and the repeated result was 1.65 miu/ml. The sample was also tested on an e411 in the lab with a result of >10,000 miu/ml accompanied by a data flag. This result was believed to be correct as it fits the clinical picture of the patient. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.